Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. The manufacturing investigation is in progress. A supplemental follow-up medwatch report will be submitted upon completion of the investigation. (B)(4).

Event description:
This is the second of two reports on the same patient involving two lot numbers. It is unknown which lot number was associated with the event. Refer to medwatch 3006186389-2014-00043 for a description of the first event. A report of a corneal ulcer in the left eye was received. The patient stated "I had my pair of contact in and they were about 3 weeks old. My eye was irritated and I thought it was related to allergies. When I took my contact out it tore several layers of my cornea directly over my pupil. I have been battling severe eye infection and corneal ulcer. I have not been able to work or drive since this injury occurred. My vision in my left eye is currently 20/300 with my glasses on. The ulcer has began to heal and I have very low visibility in that eye. I have a large scar cover 3/4 of my pupil. Doctors say I will have a large scar and I may be able to treat it with a hard contact lenses when my eye heals but I may need a cornea transplant. This is extremely painful." Medical attention was sought. On (B)(4) 2014, additional information received stating issue was with one lens. The consumer stated that the infection has resolved. However, she has a large scar directly over her cornea resulting in a significant loos of vision in the left eye.